Event description:
On july 10, 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter and to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient reported that the meter started reading inaccurately on (B)(6) 2017, when she obtained alleged inaccurately high results on the subject meter compared to feelings of ¿366, 227 and 231 mg/dl¿. The patient also reported that she compared the ¿231 mg/dl¿ result on the subject meter to ¿117 mg/dl¿ on a true results meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy and meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. At the start of the alleged issue, the patient was not taking medication to manage her diabetes. She reported that she consumed less food and drink and contacted her doctor. She stated that she was prescribed an unknown type and quantity of insulin which she administered. She reported that around (B)(6) 2017, she became ¿dizzy¿ which caused her to have a car accident. She stated that she was okay and the car had a scratch and a small dent. No treatment for any symptoms was reported beyond the patient¿s usual diabetes care and management routine. The patient stated that on an unknown date and time, she obtained a blood glucose result of ¿61 mg/dl¿. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure, her test strips had been stored correctly, were within expiry date and the test strip vial was intact. The patient reported that she had used an approved sample site to obtain the results and she described the correct testing steps. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient for her comfort. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizziness leading to a car accident, after obtaining alleged inaccurately high results on the subject meter and administering insulin.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.